Event description:
The customer contact reported a whitescreen error. The pump was in the biomedical department with an unsigned note that stated, "reading software error, show whitescreen with continuous alarm." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occurred when the user titrated only the rate when the device was delivering in the kvo mode. This device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the information known by the reporter upon query by hospira personnel.